Event description:
The user facility reports one line with a cut in the arterial tubing. Due to potential for contamination the blood in the extracorporeal circuit was discarded resulting in ebl = 200cc. No pt injury or need for medical intervention is reported. The complaint sample was initially reported to be saved, however, it has not been returned to this MFR as of the date initial MDR is submitted. If the complaint sample is subsequently received, a follow up MDR will be filed. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.